Manufacturer narrative:
Analysis on the returned positioning sensor unit (psu) resulted in a physical damage failure that was found. Analysis states that the lens was cracked and there were loose pieces moving around in the housing of the housing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9733437 , lot #: p701645. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The camera was replaced. The firmware was updated on the camera from the system control unit (scu). The camera was tested by connecting to an imaging system and acquiring a test spin. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the customer had accidentally damaged the right hand side (rhs) of the camera. There was no patient involved when this issue was discovered.